Manufacturer narrative:
The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process. A cartridge and syringe needle change was performed resolving the issue. Additionally, it was reported that air bubbles were observed within the infusion set tubing. Customer changed the infusion set to resolve the issue and successfully resumed insulin delivery. There was no impact to the customer's blood glucose level.